Manufacturer narrative:
On return, testing of the actual device found the vavd (vacuum assist venous drain) was faulty. No further information was able to be determined. The component was replaced and testing passed.

Event description:
Perfusionist reported that they had difficulty resetting the vacuum to normal after reapplying the clamp to the tubing. The device was continued to be used to complete the case successfully. We consider inability to regulate vacuum to be reportable, despite no harm to the patient involved.